Event description:
It was reported that the touch screen for the cardiosave intra-aortic balloon pump (iabp) was not working properly. It was later reported that the touch screen was failing intermittently. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the touch screen which corrected the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the touch screen for the cardiosave intra-aortic balloon pump (iabp) was not working properly. It was later reported that the touch screen was failing intermittently. There was no patient involvement, and no adverse event was reported.